Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), ovarian cancer ("ovarian cancer") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. 1203801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea,"). In (B)(6) 2016, the patient experienced ovarian cancer (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), menstrual disorder ("abnormal menstruation"), urinary tract infection ("urinary tract infections") and memory impairment ("poor memory"). The patient was treated with ibuprofen, surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, weight decreased, menstrual disorder, vaginal haemorrhage, nausea and urinary tract infection had resolved, the ovarian cancer and uterine haemorrhage outcome was unknown, the migraine was resolving and the memory impairment had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, ovarian cancer, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: after surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirming full occlusion of fallopian tubes concerning the injuries reported in this case, the following one were reported via medical records:uterine haemorrhage. Most recent follow-up information incorporated above includes: on 2-mar-2018: medical records and plaintiff fact sheet received : the product and patient information updated. The events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hysterectomy (full), infection ¿ urinary tract infections; migraines/headaches, nausea, oophorectomy (bilateral removal of ovaries), pain, salpingectomy (bilateral removal of fallopian tube), vaginal discharge, weight gain/loss added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), ovarian cancer ("ovarian cancer") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. 1203801(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea,"). In (B)(6) 2016, the patient experienced ovarian cancer (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), menstrual disorder ("abnormal menstruation"), urinary tract infection ("urinary tract infections") and memory impairment ("poor memory"). The patient was treated with ibuprofen, surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (total hysterectomy on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, weight decreased, menstrual disorder, vaginal haemorrhage, nausea and urinary tract infection had resolved, the ovarian cancer and uterine haemorrhage outcome was unknown, the migraine was resolving and the memory impairment had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, ovarian cancer, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: after surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records:uterine haemorrhage. Most recent follow-up information incorporated above includes: on 31-jul-2018: update of information (batch was not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), ovarian cancer ("ovarian cancer") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. 1203801(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea,"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infections") and urinary tract infection ("urinary tract infections"). In (B)(6) 2016, the patient experienced ovarian cancer (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), menstrual disorder ("abnormal menstruation"), memory impairment ("poor memory"), cystitis ("bladder infection") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, surgery (total hysterectomy and bilateral salpingectomy and ovary removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, weight decreased, menstrual disorder, vaginal haemorrhage, nausea, urinary tract infection and abdominal pain had resolved, the ovarian cancer, uterine haemorrhage and cystitis outcome was unknown, the migraine was resolving and the memory impairment had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, ovarian cancer, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: after surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records:uterine haemorrhage. Most recent follow-up information incorporated above includes: on 3-aug-2018: pfs received. Reporter information added. Lab data updated. Added event bladder infection, abdominal pain. Updated onset date, outcome. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and ovarian cancer ("ovarian cancer") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced ovarian cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), headache ("headaches"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cancer, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, weight decreased and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cancer, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: after surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.